Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an apex balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. The hypotube and shaft was intact and not broken. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 2.50mm x 15mm apex¿ balloon catheter was advanced to dilate the lesion. However, the shaft broke during delivery. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
The target lesion was located in a coronary vessel. A 2.50mm x 15mm apex balloon catheter was advanced to dilate the lesion. However, the shaft broke during delivery. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.